Event description:
"Suture ties on trocar stabilizer broke during case. Ties (wings) broke during case once the sutures had already been tied. The tie wings also broke at the end of the case when the suture was being removed from the stabilizer. Inconvinced during case - some of the plastic wing fell into the abdomen and extra time was taken in removing it."

Manufacturer narrative:
A though investigation of the stability clamp was conducted after receiving the report of breakage. A total of four lots remaining in finished goods were inspected per ansi z1.4 level 1 aql 1.0 tightened inspections. A total of 126 tests were conducted. Each test stressed right of left wing (or both). In 79% of the test articles, the 30 lb test line broke prior to the wing breaking. The lowest recorded "wing" breakage was 18 lbs. Average breakage seen was 25 lbs. A small precentage of units broke while twisting the test line into the slot due to a test line outer diameter that was larger than the smallest diameter of the slot, not product related, test equipment made part fail. Ten units of the existing inventory lots were tested under real use indications, the units were inserted into an abdominal wall model and tied down under normal stress conditions for 2+ hours. No breakage occurred. Although the test results concluded that a suture that a suture would break (below 18 lbs) before wing, it was noted that by changing molding parameters the units become even more robust. As a preventative measure all inventory, which utilizes the stability cone, was reworked. An additional inspection and process was added to the manufacturing procedures to destructively test the part before releasing to product. Additionally, it was noted that accounts that did not normally use the applied product were in serviced to instruct users to squeeze the clamp and not utilize the wings to open the device, as is done on the competitive model.